Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to the libre sensor tip left in body. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon applying the adc device, the needle got stuck in the arm and had experienced bleeding and pain at the sensor insertion site. The customer had contact with a healthcare professional who removed the needle, cleaned the insertion site, and applied a new sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor/sensor tail and no issues were observed. The sensor plug was properly seated in the mount. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon applying the adc device, the needle got stuck in the arm and had experienced bleeding and pain at the sensor insertion site. The customer had contact with a healthcare professional who removed the needle, cleaned the insertion site, and applied a new sensor. There was no report of death or permanent injury associated with this event.